Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 10.8mg plus blood collection tube there was under-fill or low draw of a tube with blood and whole tube push off non-patient end of needle. This event occurred 2 times. The following information was provided by the initial reporter. The nurse state: "some tubes didn't fill to the line and one tube needed the barrel to be pushed harder to get the blood flowing."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-mar-11. H6: investigation summary: bd received 2 samples for investigation. The samples were evaluated by functional draw testing and the indicated failure mode for tube push off/ underfill with the incident lot was not observed. Additionally, 18 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill/tube push off as all samples met specifications. There were no changes in raw materials. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode tube push off/ underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 10.8mg plus blood collection tube there was under-fill or low draw of a tube with blood and whole tube push off non-patient end of needle. This event occurred 2 times. The following information was provided by the initial reporter. The nurse state: "some tubes didn't fill to the line and one tube needed the barrel to be pushed harder to get the blood flowing."